Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Interrogation of the device found it was at beginning of life (bol) battery status and power usage appeared normal. Review of device memory confirmed an error had been recorded indicating that the process where excess energy is off-loaded after a capacitor reformation did not complete correctly; the excess energy was not off-loaded. The device case was opened in order to inspect and analyze the internal components. The internal resistor involved with off-loading the excess energy generated, for example, during a capacitor reformation was found to have overstress damage. It appeared the resistor made inappropriate contact with the battery case and an electrical short occurred, resulting in the overstress damage and the inability of the resistor to adequately perform its excess energy off-loading function. The root cause of the inappropriate contact and electrical short could not be determined.

Event description:
It was reported that there was an alert that a high voltage was detected on the shock lead during a charge, on the implantable cardioverter defibrillator (ICD). Daily shock lead impedance (sli) measurements of the right ventricular (rv) lead have been high historically. The highest being about 131 ohms, in past six months. Data analysis found that the high voltage during charge alert, occurred three times in succession, during a scheduled capacitor reform. This suggests an internal component issue. However, it was noted that this is unrelated to the shocking impedance. The device ultimately was removed and replaced. During the surgery, the rv sli was measured at about 49 ohms. The rv lead remains in service. No additional adverse patient effects were reported. This ICD has not been returned. This report will be updated, should additional information be received. Analysis of the device was completed.

Event description:
It was reported that there was an alert that a high voltage was detected on the shock lead during a charge, on the implantable cardioverter defibrillator (ICD). Daily shock lead impedance (sli) measurements of the right ventricular (rv) lead have been high historically. The highest being about 131 ohms, in past six months. Data analysis found that the high voltage during charge alert, occurred three times in succession, during a scheduled capacitor reform. This suggests an internal component issue. However, it was noted that this is unrelated to the shocking impedance. The device ultimately was removed and replaced. During the surgery, the rv sli was measured at about 49 ohms. The rv lead remains in service. No additional adverse patient effects were reported. This ICD has not been returned. This report will be updated, should additional information be received.